Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted proximally from the stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 145mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). After pre-dilatation was performed, a 3.00 x 8 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to deliver the device with a non-bsc guide extension catheter but the device still failed to cross the lesion. Subsequently, plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.